Manufacturer narrative:
Concomitant products: product ID 3389-40, lot # 0205751222, implanted: (B)(6) 2012, product type lead; product ID 3389-40, lot # 0205738460, implanted: (B)(6) 2012, product type lead; product ID 7482-51, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 7482-51, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3389-40, lot # 0205738460, implanted: (B)(6) 2012, product type lead; product ID 3389-40, lot # 0205751222, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that from ¿(B)(6)¿ this year, one of the ¿side symptom trembled aggravated.¿ the patient went to the implanting hospital for programming. The result showed the resistance was too high. It was noted that then, the healthcare professional (hcp) ¿doubted¿ the lead or extension lead broken. It was noted that an x-ray could not show the broken site exactly. It was further noted that the patient was waiting for the further treatment. The hcp suggested replacement of the extension lead first. The patient was ¿now under stable.¿ additional information received reported that the patient went for programming on (B)(6) and at that point it was noticed that the resistance was too high. The cause of issue was not determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the lead revealed the lead body conductor was broken within 10 cm of the connector area.

Event description:
Additional information received reported that the patient underwent a replacement operation on (B)(6) 2013 to replace a new lead. It was noted that after the operation the patient was overall ok.